Event description:
Caller reported a minimum fill notification with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Initially, caller attempted to load a new cartridge, but reloading the same cartridge did not resolve the issue. Technical support instructed the caller to clean the pump, and the problem was resolved by successfully loading a second cartridge. The caller then placed the pump back in its case and resumed insulin use.